Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. Additional observation(s) related to customer reported complaint were also identified: the fenestrated bipolar forceps instrument was found to have a broken conductor wire. The conductor wire was broken at the grip-crimp location. As a result, the wire was exposed. The wire was found barely peeking up from the distal clevis. The tweezer was used to grasp the wire and pull it from the inside of the distal clevis. Visual inspection found the conductor wire to be still intact and the silicone plotting around the wire was noted. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the distal end. Visual inspection found the wire to be exposed. There was a possibility for potential fragments due to pieces of the insulation potentially missing. There were no pieces returned with the instrument.